Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reported condition for this incident was that the instrument did not fire. Initial visual inspection of the instruments noted no abnormalities. Further visual inspection of internal components revealed sheared teeth on the firing rack at the final cycle of the firing rack. Functionally, the instruments were loaded with an articulating vascular/ medium reload. During testing of the instruments, a skip was noted in the units firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution: 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the surgeon pressed the firing button on the first handle with the first reload and was able to press the green firing button but was unable to squeeze the handle. They removed the first reload and opened a second stapler. A new black reload was attached to the second handle. It fired normal. The first reload was then attached to the second handle and there were no issues loading the stapler. The doctor was able to press the firing button and the handle kicked open but was soft and would not fire. A third reload was opened and attached to the second handle. There were no issues loading. The green firing button was pushed but the handle kicked open and was soft and unable to fire. A third reload and a third hand piece was opened to complete the case. There was no patient injury.